Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the clinic for a routine follow-up. Upon interrogation, it was noted the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The physician contacted the boston scientific field representative to report the code and told the field representative that the device replacement would be performed at a later date without the assistance of a company representative. Therefore, the date of the procedure was unknown, but the explanted device was later received for laboratory analysis. No additional adverse patient effects were reported.